Event description:
Arctic sun temperature management system right upper pad failed. It was discovered that water was not adequately flowing into one of the pads. Water returned to machine and connection checked. No kinks noted in tubing. Obtained different pad, which functioned appropriately.